Event description:
Pfs received. Pfs alleges patient was revised due to high metal ions and pain in his leg, groin, and leg. No medical records received so an unknown head and liner are being reported. If we receive more information we will update as needed.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.